Event description:
It was reported that: "patient has been experiencing allergic reactions, discomfort and swelling of the knee, ever since her surgery. Hospital stated that patient was allergic to the metal in the knee and the bone cement."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.